Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that the mobile view station (mvs) displayed an error message saying "error has occurred, the undo operation..." And would then require the site to restart the system. After restarting the system, the issue was resolved. The system's logs were sent to the manufacturer for analysis. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.